Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation also found that the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, adhesive on bending section cover had a chip and a crack, water removal ability did not meet the standard value due to clogging of nozzle, suction connector was dirty due to water leakage and had a scratch, flexibility adjustment ring had a scratch, scope connector cover unit had a scratch, protector of universal cord on suction connector side had a scratch, protector of universal cord on control section side had a scratch, universal cord had a scratch, grip had a scratch, switch box had a scratch, suction cylinder had a dent, forceps elevator lever had a scratch, forceps elevator knob had a scratch, right/left and upward/downward knob had a scratch, and the control unit had discoloration and a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a compromised image. The device was returned for evaluation. During the device evaluation, it was found that the nozzle had a foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material was an antifoaming agent or other agent used in the endoscopy room. We also confirmed the adhesion of rust. Olympus will continue to monitor field performance for this device.